Event description:
Boston scientific received information that the clinic noted an alert on the remote home monitoring system that the lead safety switch on the chronic competitive right atrial (ra) lead had tripped due to high out of range pacing impedance measurements. The patient was brought into the clinic where the high impedance measurements were able to be reproduced with isometrics and when the patient swung their arms while walking. Oversensing of noise leading to inappropriate atrial tachy response (atr) episodes were also observed. It was noted that the patient felt palpitations with the rate change. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. The field representative will discuss the options with the physician. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that no x-ray was taken and the ra lead was programmed back to bipolar configuration. The patient continues to follow up with the physician's office. No adverse patient effects were reported.